Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, firbin and red cell hang up was seen in 10 tubes. It is unspecified whether all 10 tubes exhibited one or both defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2025. Investigation summary: bd received 20 samples and 10 photos for investigation. After review and analysis of the customer photos, fibrin was observed floating in the serum of the patient samples following centrifuge processing, and residual blood was visible at the top of the tubes in some photos. A total of 20 customer samples underwent visual inspection for additive abnormalities, and all were found to be without defects. Additionally, 30 retained samples also underwent visual inspection for additive abnormalities, and none of these samples failed. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, firbin and red cell hang up was seen in 10 tubes. It is unspecified whether all 10 tubes exhibited one or both defects. No adverse impact was reported regarding the patient or user.